Event description:
Reporter alleged obtaining a discrepant blood glucose value of 349 mg/dl back to back with a result of 142 mg/dl when testing was performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. Reporter stated that a different time a result of 256 mg/dl was obtained within 10 mins of a result of 125 on the same system. No actions were reported taken or treatment received. Reporter stated that at a different time a result of 380 mg/dl was obtained within 10 mins of a result of 110 on the same system. Reporter stated he took insulin with the 380 mg/dl result and he felt dizzy, agitated and weak 30 minutes later, so he self-treated with a snickers bar and sugar. No other actions were reported taken or treatment received. Reporter stated that at a different time a result of 440 mg/dl was obtained within 10 minutes of a result of 160 on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made to return the suspect device and replacement product was sent.